Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Blood glucose was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.